Event description:
Propofol infused in 30 minutes rather than three hours. The pump was checked by biomed and checked to specifications. In discussion with the "users" it was determined that during an "up-titration" that confusion in selecting milligram vs. Milliliters may have caused the faster infusion rate. The pump offers a selection to check the programming but doesn't "require" it. Suggest the it be optional to require that step. Two people "checked" it.